Manufacturer narrative:
No adverse observations were noted during the visual examination.

Event description:
Reportedly, needle came off during procedure. Needle was retrieved with no pt injury. Procedure: lap nissen. Pt sex: unk.